Event description:
It was initially reported by an eye care provider (ecp) that a pt reported that she experienced a broken contact lens in her eye and as a result, now has reduced visual acuity in her left eye. Translation of medical records were received on (B)(6) 2013. The initial record summary states that on the morning of (B)(6) /2011, the pt put in her one-day contact lens in her left eye. While in the car on her way to work, there was a "sudden pop in the left eye and she felt sudden pain and a gritty feeling". When she got to work, she took out the lens in two pieces and rinsed with water. She began to experience increasing difficulties and therefore, visited a pharmacy on (B)(6) 2011, where she obtained a common salt and noviform eye ointment. She continued to experience trouble with impaired vision, pain and light sensitivity, and went to an on-duty eye emergency eye clinic on (B)(6 )2011. During that visit, her vision could only count fingers at a 20 cm distance, and her eye was extremely irritated with fibrous secretion."a circular central area was also noted with ulcer formation on the cornea, severe irritation in the eye, with white blood cells in the anterior chamber and even sedimentation of inflammatory material of approx 1.2 mm." At this time, she was experiencing severe keratitis, and despite antibiotic treatment, she still had visual impairment and could barely see hand movements to finger at 10 cm. There was also "considerable inner inflammation and ulcer formation on the cornea with infiltrate by pseodomonas bacteria." The pt was thoroughly monitored and had frequent check-ups for several months and received antibiotic and palliative medication during this time. In this time frame, the pt experienced considerable vision impairment, pain, light sensitivity, and gritty feelings. In march, the pt experienced an allergic reaction and required additional anti-allergy treatment with cortisone tablets and "various types of treatment in ointment form." The antibiotic treatment was scheduled to conclude on (B)(6) 2011, but at this point, the pt was still experiencing very serious problems and was still being monitored frequently. The most recent visit was in (B)(6) 2012. During this visit, the vision in the left eye was impaired to at best 0.3 with a glass strength of (+3.25 = -2.5 x 8) and at best, managed 0.5, with an added "stenopeic hole." The pt developed a scar on the cornea after her serious eye infection visited a cornea special for consultation. Treatment included tobramycin, clindamycin, moxifloxacin, and ciprofloxacin, supported by treatment with cyclogyl drops, betapred tablets as well as locobase lpl and ficortril eye creams over a period of two months. Additional info received on (B)(6) 2013, from the pt stated that she had an accident on her way to work on (B)(6) 2011 and suffered a whiplash injury to her left eye "when the lens broke and damaged" her cornea. Her vision was on 20% of normal in her left eye compared to before the accident. She states that she can no longer use contact lenses. The pt stated that her only option is surgery, which the doctor says will not be a guaranteed success. During this event, she states that she had to go to the hospital daily for check-ups and administer eye drops every 15 minutes "around the clock for 14 days". After two months, she went to the hospital every other day and administered three eye drops every two hours until the end of may. The pt stated that she used drops to treat an eye infection and also experienced an allergic reaction. While the pt stated that the cause of the contact lens tearing in her eye was a whiplash injury due to an accident she experienced on her way to work, the received medical records did not give any indication of an accident or whiplash injury in the record summary. Additional info has been requested, but not yet received.

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for eval. Retained product from the same lot was evaluated and all testing was found to be within specification. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the mfg process which related to the nature of the complaint. The root cause could not be determined. (B)(4).